Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported that both access needles came out during a routine hemodialysis treatment. Rinseback of the patient's blood could not be performed, resulting in an estimated blood loss of 190cc, no medical intervention was required.

Manufacturer narrative:
The disposable cartridge was not returned as requested by nxstage. There is no evidence of a device malfunction. The reported blood loss is attributed to flow issues with the patient's access. Review of the cycler log files show the occurrence of arterial pressure alarms which are most likely indicative of vascular access flow problems. The user's guide provides adequate instructions for troubleshooting access flow problems. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training regarding proper taping technique of fistula needles. The patient has received a catheter and surgery is planned for fistula reconstruction. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.